Manufacturer narrative:
The remote service engineer (rse) informed the customer that the latest version of the service manual was version r. The customer confirmed that there were not any light emitting diodes (leds) on the on/off switch or battery charging indicator. The rse advised the customer to confirm that the power supply had an output of 24 volts dc, and the customer verified that the power supply did not in fact have an output of 24 volts dc. The rse provided the biomedical (biomed) engineer with the part number and price of the replacement power supply for repair. The biomed then advised the rse to close the case as the power supply will be ordered. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not powering on, and the battery was not charging. It was reported that there was no patient involvement at the time the issue was discovered. Additionally, the device was removed from service. The remote service engineer (rse) informed the customer that the latest version of the service manual was version r. The customer confirmed that there were not any light emitting diodes (leds) on the on/off switch or battery charging indicator. The rse advised the customer to confirm that the power supply had an output of 24 volts dc, when the customer called back, the customer verified that the power supply did not have an output of 24 volts dc. The rse provided the biomedical (biomed) engineer with the part number for the power supply for repair. The biomed then advised the rse to close the case as the power supply will be ordered. The investigation is ongoing.